Event description:
It was reported the physician attempted to place a trial lead on (B)(6) 2013. It was reported the physician was unable to access the epidural space due to the pt anatomy, and the trial procedure was abandoned. It was reported the lead was discarded.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.